Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient got peritonitis while on the cycler, due to the bedroom window being opened. Upon follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain, fever, and cloudy pd effluent. As a result, on (B)(6) 2021, the patient had a pd culture obtained (in the pd clinic) which yielded growth of the bacteria staphylococcus haemolyticus and a white blood cell (wbc) count of approximately 11,000/mm3 and the patient was diagnosed with peritonitis. The patient was initiated on a 2 week course of intraperitoneal (ip) vancomycin (2000 mg every five days) and ceftazidime (2000 mg daily) on an outpatient basis. Repeat pd cultures were obtained in the pd clinic on (B)(6) 2021 and (B)(6) 2021 which showed the patient¿s wbc count was declining to 400 and 53, respectively. The patient is reportedly recovering from the event and continues pd therapy with the same cycler without further reported issues. Per the nurse, the patient did not have any product deficiencies or malfunctions with any fresenius device(s) or product(s) in relation to the event. Additionally, there were no reported fluid leaks associated with the peritonitis. The patient¿s pd nurse reported the patient had concomitant constipation which occurred through the normal course of pd therapy and has not required medical intervention. The nurse reported the constipation was a causal factor of the peritonitis event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of staphylococcus haemolyticus which is an organism that is found on human skin, especially in inguinal and perianal areas of the body. The patient¿s nurse indicates the patient had concomitant constipation which is a risk factor for peritonitis infection in pd patients. Therefore, based on the reported information, the patient¿s peritonitis is likely to be associated to concomitant constipation, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient got peritonitis while on the cycler, due to the bedroom window being opened. Upon follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain, fever, and cloudy pd effluent. As a result, on (B)(6) 2021, the patient had a pd culture obtained (in the pd clinic) which yielded growth of the bacteria staphylococcus haemolyticus and a white blood cell (wbc) count of approximately 11,000/mm3 and the patient was diagnosed with peritonitis. The patient was initiated on a 2 week course of intraperitoneal (ip) vancomycin (2000 mg every five days) and ceftazidime (2000 mg daily) on an outpatient basis. Repeat pd cultures were obtained in the pd clinic on (B)(6) 2021 and (B)(6) 2021 which showed the patient¿s wbc count was declining to 400 and 53, respectively. The patient is reportedly recovering from the event and continues pd therapy with the same cycler without further reported issues. Per the nurse, the patient did not have any product deficiencies or malfunctions with any fresenius device(s) or product(s) in relation to the event. Additionally, there were no reported fluid leaks associated with the peritonitis. The patient¿s pd nurse reported the patient had concomitant constipation which occurred through the normal course of pd therapy and has not required medical intervention. The nurse reported the constipation was a causal factor of the peritonitis event.